Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the stent was found to be deployed inside the catheter. The stent was found to be deformed and the stent delivery wire (sdw) was not returned. The stent introducer sheath was not returned. Functional testing was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent deployed prematurely during use was confirmed during the analysis. The reported sdw kinked/bent could not be confirmed as the sdw was not returned. The device did not meet specifications when received for complaint investigation based on analysis results. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'severely torturous'. The device was analyzed. The returned stent was found to be deployed and deformed. The sdw and stent introducer sheath were not returned. It is probable that the severely tortuous anatomy may have caused damages to the device and the reported event of the stent deployed prematurely during use and sdw kinked/bent. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the stent deployed prematurely during use and analyzed damage of the stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable code of undeterminable will be assigned to the reported damage of the sdw kinked/bent as the sdw was not returned for the analysis.

Event description:
It was reported during the aneurysm procedure resistance was felt at the distal of the catheter when the subject stent was attempted to be placed at treatment site. After several unsuccessful attempts, the proximal end of the delivery wire kinked. The physician removed the catheter with the stent. Once removed from the patient, the physician tried to deploy the stent, but only the delivery wire was able to be removed and it felt that the subject stent might be left in the catheter. The subject stent and catheter were replaced and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported during the aneurysm procedure resistance was felt at the distal of the catheter when the subject stent was attempted to be placed at treatment site. After several unsuccessful attempts, the proximal end of the delivery wire kinked. The physician removed the catheter with the stent. Once removed from the patient, the physician tried to deploy the stent, but only the delivery wire was able to be removed and it felt that the subject stent might be left in the catheter. The subject stent and catheter were replaced and the procedure was completed with no clinical consequences to the patient.